Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on or about (B)(6) 2023, patient underwent shoulder surgery including a right humerus manipulation and hardware removal. Patient was placed under general anesthesia for the surgery and remained under general anesthesia during the course of the surgery. During the surgery, while patient was unconscious, patient's right eye was hit with a surgical mallet leading to severe injuries. Patient first became aware of injury upon awakening from anesthesia, when patient discovered a severe black eye, leaving patient shocked, confused, depressed, and in significant pain. Based on information and belief, the surgical mallet that struck patient's face and eye was a "depuy synthes slap hammer." As a result of breach of their duty to patient, patient was severely injured and still experiences serious and severe injuries, including but not limited to acute confusion, acute altered mental status, altered consciousness, head trauma, right orbital trauma, weakness, depression, persistent headaches, vision difficulty, right orbital pain, sleep disturbances, and episodic seizures that were not present before the surgery. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.